Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical report states effusion. Update rec'd 07/13/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient was experiencing persistent pain and swelling. At this time there is still no indication the patient has been revised. There is no new information that would change the existing MDR decision. The complaint was updated on: 08/05/2015 update rec'd 3/22/2017- clinical der states patient was revised to address tibial loosening at an unknown interface. Depuy cement was used. The complaint was updated on 3/27/2017.